Event description:
Clinical study. It was reported that 148 days after a coronary drug eluting stenting treatment procedure, the pt required a target vessel reintervention (tvr). The index procedure treated a 3.0x10mm, 80% restenosed, mildly tortuous lesion in the 1st obtuse marginal branch (1st om) with placement of a taxus liberte' 3.0x16mm drug eluting stent, reducing stenosis to 0%. There were no reported complications. The pt was discharged the next day on aspirin and plavix. One hundred forty eight days after the implant procedure the pt required a tvr in the 1st om for 90% distal edge restenosis. Another taxus liberte' drug eluting stent was placed in the target lesion, reducing stenosis to 0%. The pt was taking aspirin, plavix and ticlopidine at the time of this event. In the opinion of the physician the relationship of the tvr to the taxus liberte' stent was possibly. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available a supplement medwatch report will be filed.